Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 304 mg/dl. The customer was admitted to the hospital. The customer was treated with 5 units of novolog, IV fluids and blood pressure medication. The customer was wanted to admit but declined. The customer had a chest x-ray. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 115 mg/dl. Customer stated they are unable to exit the preparing to prime loop. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.